Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date the patient experienced low blood glucose (bg) of 27mg/dl with cognitive impairment and confusion associated with an inaccurate delivery issue. The patient reportedly was walking into walls during the bg excursion and experienced a mild seizure. The patient was reportedly treated with glucagon tablets and juice. The patient reportedly discontinued insulin pump therapy. The inaccurate delivery issue reportedly began on (B)(6) 2015. Troubleshooting could not be completed at the time of initial contact. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with an unspecified inaccurate delivery issue.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 10/31/2015 with the following findings: a review of the pump history indicated that the pump was running on the incorrect time and date from (B)(6) 2015 to (B)(6) 2015 until the time and date were manually changed from (B)(6) 2008 18:09 to (B)(6) 2015 07:10. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.